Event description:
The recipient is reportedly experiencing partial electrode insertion. Revision surgery is scheduled.

Manufacturer narrative:
During initial implant surgery, excessive bleeding was noted. On (B)(6) 2019, the recipient reportedly underwent repositioning surgery.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was successfully activated. This is the final report.